Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The reported event with the instrument could not be replicated nor confirmed. A review engagement log was done, and two engagement failure errors were found. A review of the energy logs had no errors were found. The instrument was tested on an in-house system 3 of 3 times and passed the recognition, engagement cut, seal, and intuitive motion test. The instrument moved intuitively with full range of motion in all directions. The grips open and close properly. No debris was found on the jaws. No damaged or loose grip cable was found in the proximal end. Based on the investigation, customer reported issues may be due to other factors unrelated to the product. Additionally, the instrument was found to have engagement failure based on the logs, but not in-house. The instrument passed mechanical engagement when placed on the system but failed based on the logs. A visual inspection did not find any physical damage to the instrument.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer attempted to use the vessel sealer extend (vse) instrument and the jaws would not open. The vse instrument was removed and reinstalled, but the vse instrument still would not open. An error message was displayed on the screen. The use of the instrument was discontinued, and it was replaced to the backup. The procedure was completed and no known impact or patient consequence was reported.